Event description:
It was reported that pump touchscreen did not respond and pump screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset but issue continued, so customer planned to use multiple daily injections as backup, and technical support arranged replacement pump, provided instructions for storage mode, transferring pump settings and connecting continuous glucose monitor, and instructed customer to return malfunctioning pump using prepaid label.